Event description:
It was reported that the customer had an ambulance that was involved in a collision with a power pole. Further reports indicated that the patient may not have been adequately restrained to the litter. It was reported that the patient expired during the ambulance accident event. No product malfunction has been reported to have occurred during this event. This event is being reported due to the m1 ambulance litter top being used by a patient during the time of this ambulance accident event.

Manufacturer narrative:
No device malfunction was reported.